Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified intravenous (IV) antibiotics. On a later date, the patient completed the antibiotic treatment and was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis. The dianeal therapy was ongoing. The action taken with extraneal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The actual date of the event is unknown; however, it was reported that the patient was hospitalized for the event sometime in (B)(6) of 2013. Should additional relevant information become available, a supplemental report will be submitted.